Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that an impedances check showed electrodes 3,4 and 6 were >40000 ohms. Patient denied falls or any accidents. The rep reprogrammed to avoid using these electrodes. Patient was experiencing desired areas of coverage. Issue resolved at this time. No symptoms reported. No further complications were reported/anticipated.